Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was performed on the same day (B)(6) 2021. Results of repeat test were negative. A rt-pcr test performed on (B)(6) 2021 generated negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
B3: event date was (B)(6) 2021 not (B)(6) 2021. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m160520, test base part number 190-430 / lot: m160520. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.